Event description:
Revision surgery due to aseptic loosening of the acetabular component.

Manufacturer narrative:
A visual inspection of the acetabular shell and liner found some damage which most likely occurred during the explant, and which would not have contributed to the loosening of the shell from the bone. No other discrepancies were found. The implant has been in use for approximately nine years at the times of explant. While the root cause of the aseptic loosening of the acetabular component cannot be definitively determined, there are no indications that the implant design or materials were related to the loosening.